Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The dhea-s reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys dhea-s on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a dhea-s value of > 1000 ug/dl with a data flag. Due to ongoing issues with the test, the customer decided to repeat the sample. The sample was repeated on a beckman analyzer, resulting in a value of 444 ug/dl. The repeat value was deemed correct.